Manufacturer narrative:
The log file was analysed regarding to the reported information. Based on the log file entries the behaviour could be confirmed. As per log file entries a charging failure of the internal battery occurred. The investigation revealed that the charging failure occurred due to a firmware issue in the charging pcb. Therefore, the battery does not charge when the power plug is inserted into the power supply and continues operation on the internal battery. In case of a charging failure the display symbol for the power supply lights red (as described in the IFU) and the alarm message "no int. Battery charging" is displayed the IFU requires the internal battery to be removed and reinserted or replaced as remedy for this alarm message. This would clear the error message and remedy the problem. Additionally, the device alarms a discharged battery visually and acoustically as specified to warn the user about a low battery level. In this case ventilation stopped due to a fully depleted battery and an alternative independent ventilation device must be used instantly, as described in the instruction for use. In the present case, the device posted multiple batteries related alarms as specified. As the use of the device was continued the ventilation finally stopped. All users of all oxylog 3000 plus devices are informed about the identified risk with a field safety notice. This includes an instruction how the user can avoid a ventilation stop. The local dräger service representative or service partner will contact the customer to arrange a date for a firmware update of the printed board assembly charger to be performed free of charge.

Event description:
It was reported that the ventilator connected to patient set at simv, spo2 dropped to 80%, troubleshooting the vent, everything was connected from wall o2- patient but was not ventilating, vent not alarming. It was reported also, that the incident was fatal to the patient. At this time, it is not yet clear if the device or a user error led to the reported event.

Manufacturer narrative:
The investigation has just started. Results will be provided in a follow-up report. H3: on-going.

Event description:
It was reported that the ventilator connected to patient set at simv, spo2 dropped to 80%, troubleshooting the vent, everything was connected from wall o2- patient but was not ventilating, vent not alarming. It was reported also, that the incident was fatal to the patient. At this time, it is not yet clear if the device or a user error led to the reported event.